Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the g5 transmitter would not pair with the g5 application. Dexcom representative advised patient's mother to update ios and close background applications. Patient's mother states that she will try new sensor to activate transmitter. No additional patient or event information is available.